Manufacturer narrative:
Concomitant medical products: product ID: e vproplus-34us, serial/lot #: (B)(4), ubd: 01-jul-2020, UDI#: (B)(4). Product analysis: a device was not returned and a device was discarded, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, while performing a post balloon aortic valvuloplasty (bav) the valve was dislodged. A second valve was implanted successfully. Upon removing the patient from the operating room, their blood pressure started to drop. 1700 cubic centimeters (cc) of blood was removed from the patient and the patient was converted to open heart surgery. The two valves were explanted and an annular rupture and rupture in the ascending aorta was seen. The cause of the annular rupture was believed to have occurred when the first valve dislodged during the post bav. The rupture in the ascending aorta was caused by the tabs of the first valve while the valve was snared prior to the implant of the second valve. No additional adverse patient effects were reported.

Manufacturer narrative:
Conclusion: the device history record for the initial valve and the associated frame lot was reviewed and showed that this device met all manufacturing specifications for final product released for distribution. No issues were identified that would have impacted this event. Valve under-expansion / constrained can be affected by multiple factors such as patient anatomy (e.g., calcification location and levels) and procedure related factors (e.g., valve positioning). In addition, paravalvular leak can be caused by a variety of factors, including valve positioning, patient anatomy, calcification level or presence of pre-existing patient conditions. In the case, the pvl most likely was due to the reported frame expansion issue of the valve. However, with the limited information and no images to review, a conclusively cause could not be determined. A post balloon aortic valvuloplasty (bav) was performed and while performed the valve was dislodged. Potential factors that can influence a dislodge include tension applied on the delivery catheter system (dcs) during positioning, calcification levels and compliance of the native anatomy, user technique and a number of others. No images from the procedure were received for review and the conclusive root cause of the dislodgement could not be confirmed. Dislodge events are typically not related to a device malfunction. Per the evolut system instructions for use (IFU), "in the event that valve function or sealing is impaired due to excessive calcification or incomplete expansion, a post implant balloon dilatation of the bioprosthesis may improve valve function and sealing. To ensure patient safety, valve size and patient anatomy must be considered when selecting the size of the balloon used for dilatation. The balloon size chosen for dilatation should not exceed the diameter of the native aortic annulus. Refer to the specific balloon catheter manufacturer's labeling for proper instruction on the use of balloon catheter devices." A second valve was implanted successfully. Upon removing the patient from the operating room, the blood pressure started to drop. The patient was converted to open heart surgery. The two valves were explanted and an annular rupture and rupture in the ascending aorta was seen. Hypotension is a known potential adverse effect per device IFU. It is an effect that is highly dependent on the patient's pre-procedural condition and can occur despite a normally-functioning device or model implant procedure. In this case, the hypotension most likely was a consequence and a sequence of events after the rupture occurred. Cardiovascular injuries, such as rupture are known potential adverse patient effects per the device IFU. These events can be related to the patient's pre-procedural condition and procedural factors, as well as factors related to the device. In this case, the physician reported that the cause of the annular rupture was believed to have occurred when the first valve dislodged during the post bav. It was reported that the rupture in the ascending aorta was caused by the tabs of the first valve while the valve was snared prior to the implant of the second valve. There was no procedural imaging provided for review, to show the series of events leading to the rupture, and a conclusive cause could not be determined from the information available. The evolut IFU warns the user against using a snare to reposition a deployed valve as follows, "once deployment is complete, repositioning of the bioprosthesis (for example, use of a snare and/or forceps) is not recommended. Repositioning of a deployed valve may cause aortic root damage, coronary artery damage, myocardial damage, vascular complications, prosthetic valve dysfunction (including device malposition), embolization, stroke, and / or emergent surgery." In addition, conduction disturbances, such as complete heart block (chb) are also known potential adverse effects per the device IFU, and can be resolved with the implant of a permanent pacemaker with the risk-benefit ratio in favor of the transcatheter aortic valve. Factors that may impact the development of conduction disturbances include depth of implant, baseline conduction defects, and anatomical considerations. Per the physician, the cause of the chb was due to the surgical intervention. However, a conclusive cause could not be determined from the information available. Overall, this event did not indicate device misuse or malfunction. There was no information to suggest a device quality deficiency that may have caused or contributed to this event. Updated data: h6 method and conclusion codes medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Additional information was received that the four days following the valve implant, complete heart block (chb) was observed. Per the physician, the cause of the chb was due to the surgical intervention. No additional adverse patient effects were reported. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information was received which indicated that the first transcatheter valve had a frame expansion issue and an unspecified paravalvular leak (pvl) which required the balloon aortic valvuloplasty (bav). Additionally, on an unspecified date an electrocardiogram (ECG) also identified complete heart block and a permanent pacemaker was implanted eight days following the implant and explant of the two transcatheter bioprosthetic valves. No additional adverse patient effects were reported. H6: updated data: additional patient and device codes. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Additional information was received which indicated that the first transcatheter valve had moderate paravalvular leak (pvl). No additional adverse patient effects were reported.  Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.